Manufacturer narrative:
Correction: manufacturer report number 1627487-2020-21214 should not have been submitted as a medical device report (MDR) as the device was electively replaced, and there is no allegation against the device.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced increased ipg recharge burden. As a result, surgery occurred to explant and replace the ipg, which resolved the issue.